Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that presented alarm 715:xx during patient infusion was confirmed and reproduced by baxter service personnel. The root cause of the condition was not determined and no repairs were made to correct the condition. This device is an unremediated colleague pump with a user interface module software version of 7.22.00. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with failure code 715:xx. This condition occurred during infusion of saline solution with a patient and would have interrupted delivery. The facility representative stated that there was no patient injury or medical intervention in regards to the reported condition. No additional information is available. The user interface module software version is unknown at this time.